Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: surgeon claims the pouch ripped on laparoscopic cholecystectomy. Used another device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4)